Event description:
The facility representative reported a colleague infusion pump with failure code 813:01. It is unknown when, or in which care area, this event occurred. This condition has the potential to interrupt delivery. The facility representative stated that there was no patient involvement, patient injury or medical intervention. No additional information is available. The user interface module software version is 6.13.90 - colleague 2006.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 813:01 was confirmed but not duplicated by baxter service personnel. The root cause of the condition was determined to be a faulty pump head module. The pump head module was replaced to correct the condition. Should additional information be received, a follow-up medwatch will be submitted. A service history review revealed no previous service events were related to the reported condition.